Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the programing history it was noted that on the date of implant that there was an incomplete diagnostics that resulted in a setting change. There was no finial interrogation and the patient left at unintentional settings. The setting changed was noted at a later appointment and corrected.